Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the existing cylinders and pump were removed and replaced. During the procedure a leak in the tubing next to the pump was identified. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the device was not working due tubing being broken near pump. The explanted ipp was seven years old. No more information available at the moment. Should additional information become available, it will be provided.